Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set cannula crimped event on (B)(6) 2024. Event occurred after 3 or more hours of insertion. The insertion site was at abdomen. Blood glucose level was 306 mg/dl at the time of the event. Therefore, patient took insulin via multiple daily injection for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.